Manufacturer narrative:
(B)(4). Concomitant products: taperloc por lat fmrl 11x142/ pn 11-103205/ ln 516400, m2a-magnum 42-50mm tpr insrt-3/ pn 139254/ ln 788790, m2a-magnum mod hd sz 50mm/ pn 157450/ ln 517860, m2a-magnum pf cup 56odx50id/ us157856/ ln 229610. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location being unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04955, 0001825034-2017-04956.

Event description:
It was reported that during a hip revision surgery, it was found the taper adapter was cold welded to the femoral stem. During attempts to remove the taper adapter, the greater trochanter fractured. The taper adapter and stem were removed together. Cables were used to fix the fracture.

Manufacturer narrative:
Reported event was confirmed through review of medical records. Device history records was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.